Manufacturer narrative:
(B)(4). Operator of device unknown. No samples were returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to contain plastic particulate within the bag. The particulate was discovered prior to use; therefore, there was no patient involvement or adverse events related to this event. No additional information is available.